Event description:
It was reported to philips that the device takes a long time to start and is not able to output x-ray. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and identified the problem with the sensor of the tube cover. As a part of troubleshooting the fse performed calibration, but the problem remained, so the fse replaced the tube cover with the sensor. After the replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.